Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose was high. The customer's blood glucose was 200s-300s mg/dl. The customer stated that it may be due to site placement and not rotating the site. The customer delivered a correction bolus with the pump.